Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07899. It was reported that a burr became stuck on wire. The target lesion was located in the superficial femoral artery. A 2.25mm peripheral rotalink® plus and rotawire were used to treat and advanced to the target lesion. During the procedure, it was noted that the rotawire was stuck at the tip of the burr. It got tied up and couldn¿t move forward or backward. The devices were pulled out as a system. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.